Event description:
Ems personnel were attending to a bradycardiac pt. External pacing was initiated however allegedly the monitor lost power twice. There were no adverse effects to the pt reported as a result of the alleged malfunction.